Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the rv sealplug, which could have potentially caused the noise observed in the field. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing without pacing inhibition, and low out of range shock impedance measurements at implant. This ICD was replaced with another ICD before pocket closure, however the system still exhibited low out of range shock impedance measurements. This device was returned for analysis. No adverse patient effects were reported.